Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device had syringe position sensor error and syringe calibration required. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had syringe position sensor error and syringe calibration required.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Annex c: c0601. Annex g: g0201204. Additional information: manufacturer narrative. Annex a: a040601. The actual date of event is unknown. Investigation summary: the customer reported event of a syringe position sensor error and syringe calibration required was replicated during testing of the returned syringe module. A review of the system error log observed error code 351.6660 (syringe calibration required) on (B)(6) 2022, at 2:47 pm. After the carriage block split nut and the linear sensor were replaced, the device was observed to not error for the reported syringe calibration required message. The pcu and its logs were not received for investigation, therefore drug programming parameters could not be determined. A review of the syringe event log observed the unit was powered on (B)(6) 2022 at 11:47 pm. At 1:35 pm the device was programmed via remote IV to infuse a syringe with a volume of 38.5279ml. At a rate of 1.5ml/hr with a vtbi of 36.7279ml and the infusion was started at 2:47 the infusion stopped, and the device showed a syringe calibrate alarm. Inspection of the device observed a worn split nut and contaminated linear sensor. It is recommended to fully open the gripper control prior to raising or lowering the drive head. The device was being used for treatment purposes. Root cause: the root cause of the reported syringe position sensor error and calibration required messaged is being attributed to a damaged carriage block split nut and contaminated linear sensor. Note that imdrf annex a040507, a0401, a040502, c07, c17, d15, d07, g04061 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had syringe position sensor error and syringe calibration required. There was patient involvement but impact is unknown.